Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as the pump was deflated and the reservoir was not located in the correct position; therefore, a surgical procedure was performed to remove and replace all the components. No patient complications were reported.

Manufacturer narrative:
Additional information updated: b2: outcomes attrib to adv event. B5: describe event/problem. D6b: explant date. H6: impact codes.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as the pump was deflated and the reservoir was not located in the correct position; therefore, a replacement surgery was scheduled. No patient complications were reported.